Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when then they are released, including adequate sterilization. Hematometra is a known potential adverse event of any endometrial ablation procedure.

Event description:
It was reported that approximately 6 months after a minerva procedure a patient developed hematometra, which was managed via hysteroscopy and drainage of the uterine cavity. Patient was discharged without complications.